Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device was delivering an inaccurate amount of insulin which lead to 3 hospitalizations due to hyperglycemia over the past "couple of months." The reporter did not recall the date of hospitalizations. The patient would wake up in the morning with a blood glucose result of 15 mmol/l. On the 1st occasion, the patient was treated with an infusion. The type of treatment was unknown and the patient was admitted overnight. On the other 2 occasions, the customer was able to self-treat with her insulin pen in the accident & emergency department without hospitalization. No treatment was given by the medical staff. The results taken at the hospital were unknown. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.